Event description:
Info received indicates the pump keep resetting itself.

Manufacturer narrative:
Error code 63, software corruption, was found in the pump event log. The pump software detects this issue when it happens and forces a pump reset to reset the parameters to default values.